Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the power supply board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the power supply board of the device was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, the subject device could not be turned on. Other detailed information was not provided. There was no report of patient injury associated with the event.